Manufacturer narrative:
(B)(4). The customer returned one connector assembly for evaluation. The catheter body was not returned. The sample contained signs of use in the form of biological material on the interior of the extension lines. Visual examination revealed the venous extension line hub was cracked. No other defects or anomalies were observed. The connector assembly was leak tested by attaching a 5 ml lab syringe filled with water to each luer hub and depressing the plunger. When the venous line was tested, water leaked out of the crack in the extension line hub. Testing the arterial extension line hub did not reveal any leaks. The lot number was unknown; therefore a device history record (DHR) review was performed based on the sales history of the customer and no relevant findings were identified. The instructions for use (IFU) for this product was reviewed as a part of this complaint investigation. The IFU for this product indicates, "all chronic dialysis catheters should be used as bridge devices and are not intended for extended use unless no other hemodial ysis access options exist." The IFU also indicates, "repeated overtightening of bloodlines, syringes, and caps will reduce connector life and could lead to potential connector failure." The reported complaint of a cracked hub was confirmed based upon the sample received. The venous extension line hub was confirmed to be cracked during visual examination. A functional leak test was performed and no other cracks were detected. A DHR review was performed with no evidence to suggest a manufacturing related cause. Therefore, based upon the report that the catheter was in place for three weeks prior to discovery of the crack, it was determined that operational context caused or contributed to this event.

Event description:
It was reported that "the patient had a permcath insertion of the cs15322 spm, about 3 weeks ago, now presented with a cracked hub, we then offered a repair kit and he replaced the cracked hub."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the patient had a permcath insertion of the (B)(4) spm, about 3 weeks ago, now presented with a cracked hub, we then offered a repair kit and he replaced the cracked hub."